Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line clamp was closed during peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. The event occurred during fill one of four while the patient was connected. The technical service representative (tsr) had the patient close and open the transfer set and check the patient line. The patient stated the patient line clamp was still closed and there were large air gaps in the patient line. The tsr assisted the patient with ending therapy and advised the patient to start over with all new supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.